Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) has been returned to the distributor, but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Belt sn (B)(4) was returned to zmc for further evaluation. The belt was received in a biohazard condition and is awaiting evaluation. Based on the available download information, there is no evidence of an electrode belt malfunction. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt. The rapid rate satisfied the rate detector of the detection algorithm. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three shocks. The patient was conscious at the time of the treatment event, but did not press the response buttons in time. The response buttons were pressed earlier in the detection sequence but not immediately prior to the third treatment delivery and then again after the third treatment delivery. The response buttons functioned appropriately. Supraventricular tachycardia (svt) contributed to the false detection. The patient went to the hospital and continued use of the lifevest.